Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal notification, that the patient underwent initial left total knee arthroplasty due to osteoarthritis in his left knee, on (B)(6) 2014. On january 31, 2023, patient underwent revision surgery of his left knee due to implant loosening and significant synovitis, approximately 8 years 3 months post initial procedure. Following the revision surgery, patient continues to be limited in his activities of daily living, and experiences daily pain and discomfort in his left knee which limits his activities and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports:1038671-2025-00491. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."